Event description:
Medtronic received information that during use of this fusion oxygenator high pressure was observed during the procedure. The device was replaced to complete the procedure. There were no adverse patient effects associated with the event.

Manufacturer narrative:
Medtronic investigation: the reported complaint for the fusion oxygenator high pressure was not confirmed. Analysis of the returned device was unable to replicate the reported incident. The returned oxygenator resulted in a typical blood side pressure drop of 165 mmhg at a flow rate of 7 l/min. This is used as an indicator for device performance from a restricted flow or high pressure drop perspective, and the results were as expected. Testing suggests the high-pressure excursion experienced may patient or clinically related. Other potential contributing factors include low heparin protocols, temperature extremes, or variability in heparin potency causing a faster decline in anti-coagulation than anticipated. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. There were no patient/clinical safety issues reported. Trends for issues with this product will continue to be reviewed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this fusion oxygenator high pressure was observed during the procedure. The device was replaced to complete the procedure. There were no adverse patient effects associated with the event.